Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when the device was connected there was a suction noise, but no aspiration. The issue was noticed before use. No consequences or impact to patient.

Manufacturer narrative:
Please disregard this report number 1282497-2020-08866. After further review of the complaint details it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event, as we are not the legal manufacturer for this particular device.